Manufacturer narrative:
The insulin pump passed self-test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with high idle current, problem isolated to the mother board. No failed battery test noted. The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 400 mg/dl at the time of the incident. Customer does not want to return the set for analysis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.